Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Subsequently, the pump shut off unexpectedly. Customer¿s blood glucose level was 170mg/dl. Although requested, the customer did not provide information regarding backup insulin therapy.